Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of instability, pain, and the subsequent revision cannot be conclusively determined; however, it is most likely patient related conditions.

Manufacturer narrative:
Additional information: b1, b5, d8, h6 medical device problem code for poly wear investigation pending correction: f6 & f9 should be blank- this is a manufacturer's report

Event description:
Additional information received via the legal department -revision operative report of (B)(6) 2022. Preoperative and postoperative diagnosis- polyethylene wear of right knee joint. Findings: large effusion with severe synovial inflammation and hypertrophy. All components were well fixed. The medial poly liner was severely worn with pitting and delamination as was the intercondylar notch there was not significant osteolysis involving the medial or lateral condyles. No complications. Dressing with compressive bandage were applied, the patient was taken to the recovery room in satisfactory condition. The right knee revision surgery occurred approximately 5 years, 6 months post initial implant. No other information available.

Manufacturer narrative:
H3: the revision reported in case-(B)(4) may have been the result of polyethylene wear of the tibial insert which resulted in the reported pain and instability. The extent of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of explanted devices were not provided.

Event description:
It was reported that a 69 yo female patient was presented in the surgeon¿s office with a painful knee, after examination the surgeon felt there was some instability. The patient revision included the femur and the poly. The patient went from a ps femur to condylar constrain and insert. The patient was revised to a size 2 right condylar constrain femur with a size 2/13mm constrained condylar liner transitional poly and a 16x80 ext stem. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The devices are not returning; patient lawyer requested them. No additional information.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 4666501, 02-010-01-0325 - logic femoral ps cem right sz 2.5; 4763665, 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; 4779530, 200-02-32 - three peg patella 32mm; 4796243, 204-34-02 - fluted stem extension 25l x 14 mm; 4720471, 204-70-00 - tibial stem ext. Screw. Recall: z-0021-2022.